Event description:
The catheter broke just at the hub.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the catheter, which is two pieces. The proximal section (hub only) measures 6.7cm and the distal section measures 56cm. Lot history indicates no related component of mfg issues and no product complaints of similar nature. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. There is adhesive residue on the catheter tubing adjacent to the break site. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."